Manufacturer narrative:
Additional devices reported with this event: 20059739, stent graft contralateral leg, serial number: unknown; 20059740, stent graft aortic extender, serial number: unknown.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient underwent an endovascular treatment of an abdominal aneurysm impending rupture using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2020, the patient felt strangeness during walking. On (B)(6) 2020, the patient complained the difficulty of walking. The angiography identified a partial occlusion from the level of renal artery until the flow divider of a trunk ipsilateral leg endoprosthesis and thrombotic occlusion from the flow divider until the left common femoral artery. The thrombectomy procedure was performed but the thrombus remained in the proximal of the trunk ipsilateral leg endoprosthesis and the blood flow of the left limb was not improved yet. An aortic extender endoprosthesis was implanted proximally but the blood flow of the left limb was still weak. The left limb near the flow divider was dilated using the balloon catheter. It was confirmed the blood flow of the left limb was improved. The procedure was concluded. The physician¿s thought: it is possible that the root cause of stent graft occlusion was the occlusion of the left common femoral artery (native vessel), not stent graft related. But it was unknown why the occlusion occurred. Judging from the patient complaint that the patient felt strangeness during walking in (B)(6) 2020, it was not the acute occlusion.

Manufacturer narrative:
H6: code 4440 replaced 2101, due to change in FDA codes since original medwatch was filed h6: code 4625 - added as this code category did not exist when original medwatch was filed. H6: code 3221 - replaced 3221, as no additional investigation could be conducted. H6: code 4315 - replaced 11, as investigation was completed.

Manufacturer narrative:
H6: code 4315 replaced 4316, which was entered in error.